Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There are no allegations of patient harm or serious injury mentioned in the complaint. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.